Event description:
A report was received that the patient is having difficulty fully charging her ipg. The patient underwent a revision procedure. The physician moved the pocket from patient's back to her side as the patient is heavy set. The patient is reportedly doing well following the procedure.